Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had a syncopal episode. The device was checked, and right ventricular (rv) lead threshold measurements were reported to be good. The patient¿s rv lead was a non-boston scientific lead. Then the patient had a five second pause in rv pacing. The device was checked again, and the rv threshold measurement had increased from 0.8 v to 1.0 v, and no noise was noted. The outputs were increased and patient isometrics were performed; and eight beats of pacing with non-capture was observed. The outputs were increased, but non-capture was again able to be reproduced. There had been spikes in the rv impedance measurements in the past. The device was reprogrammed, then the patient felt muscle stimulation with the increased outputs. The device was reprogrammed again with lower outputs, and this resolved the stimulation. The patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.